Event description:
It was reported that a patient had a communication problem. It was stated that an implantable neurostimulator (ins) overdischarge was suspected, and it was stated that health issues were the primary reason for overdischarge. It was noted that the last successful recharging session was 2 to 6 months ago ((B)(6) 2013). It was reported that the patient was involved in a car accident (B)(6) 2013 where she was rear ended and has not been able to charge her device since. It was stated that she tried to charge it since late (B)(6) 2013. It was noted that the patient had charged two week prior to the accident. It was stated that the patient got the reposition antenna screen. It was stated that the patient had been seen by a healthcare professional (hcp) after the accident; however, it was stated that it had not been for the device. It was stated that it had been ¿for a concussion that took a month to resolve and lower back issues where the patient couldn¿t even walk for almost two months¿. It was stated that the patient had tried to get it taken care of. It was stated that they had tried to have the patient power up and the patient was redirected back to the manufacturer. The patient stated she had complex regional pain syndrome (crps) which was the reason for the implant. It was stated she was seeing different hcps and interventionalists. It was stated that the patient had other physical and mental issues, and specifically stated that her memory ¿went out the window due to stress¿. It was reported that the patient didn¿t have an appointment until (B)(6) 2014 with her primary care (pcp) hcp. It was noted that the patient¿s pcp did not want to get involved because they didn¿t implant her device.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011 product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).